Event description:
Tibial screw broke halfway at midshaft. Surgeon used a staple to complete the repair. The tip could not be retrieved because it stayed in the middle of the tunnel. This device is used for treatment.